Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user disconnected from the ilet pump, experienced hyperglycemia with a reported peak blood glucose of approximately 400 mg/dl for about 8 hours, then reconnected and ate breakfast; after reconnection, the pump delivered insulin and glucose stabilized, and the device issued a high glucose alert. Symptoms included thirst and dry mouth. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of the reported event details and device alerts. Investigation of this case revealed no device malfunction was identified and the cause of hyperglycemia remained unclear, with user disconnection noted as a potential contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.